Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and fatigue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events: ectopic pregnancy, migration, fatigue, device ineffective were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test" and device ineffective "device ineffective". The patient's medical history included nausea, feeling abnormal, hormonal contraception and cyst removal. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and fallopian tube adhesion ("scarring on right tube, essure not able to be placed on right side") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, fatigue and fallopian tube adhesion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, fallopian tube adhesion and fatigue to be related to essure. The reporter commented: there were six coils left protruding from the left tubal ostium. Scarring was noted at the right tubal ostium , and essure was not able to be laced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test" and device ineffective "device ineffective". The patient's medical history included nausea, feeling abnormal, hormonal contraception and cyst removal. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and fallopian tube adhesion ("scarring on right tube, essure not able to be placed on right side") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6)2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, fatigue and fallopian tube adhesion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, fallopian tube adhesion and fatigue to be related to essure. The reporter commented: there were six coils left protruding from the left tubal ostium. Scarring was noted at the right tubal ostium , and essure was not able to be laced. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event scarring on right tube, essure not able to be placed on right side, plaintiff did not undergoes essure confirmation test" were added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test" and device ineffective "device ineffective". The patient's medical history included nausea, feeling abnormal, hormonal contraception and cyst removal. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), fallopian tube adhesion ("scarring on right tube, essure not able to be placed on right side"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, fatigue and fallopian tube adhesion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, fallopian tube adhesion, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: there were six coils left protruding from the left tubal ostium. Scarring was noted at the right tubal ostium , and essure was not able to be laced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: plaintiff fact sheet received. Reporter added. Added events abnormal bleeding (vaginal, menorrhagia). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test" and device ineffective "device ineffective". The patient's medical history included nausea, feeling abnormal, hormonal contraception, cyst removal, pharyngitis and morbid obesity. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), fallopian tube adhesion ("scarring on right tube, essure not able to be placed on right side"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, fatigue and fallopian tube adhesion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, fallopian tube adhesion, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: there were six coils left protruding from the left tubal ostium. Scarring was noted at the right tubal ostium , and essure was not able to be laced. Current weight 215 lbs. Date of 2 live birth provided as (B)(6) 2016 and (B)(6) 2017 (discrepancies noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: that essure could be relied upon as birth control - left side was occluded / right side scar tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: pfs received : lab data added, rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.